Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd, dysphagia, a recurrent hiatal hernia, and pain leading to linx device explant. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2016 by dr. (B)(6) at (B)(6). -patient had a recurrent hernia repair procedure with mesh on (B)(6) 2016 at (B)(6) . -device explant due to ongoing gerd, dysphagia, a recurrent hiatal hernia, and pain. Explant occurred without issue on (B)(6) 2018 by dr. (B)(6) at (B)(6). The device was found in the correct position/geometry. -the patient is doing well as of (B)(6) 2018.